Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report hardware failure on (B)(6) 2014. Dexcom technical support advised patient's mother to reset device. Patient's mother did not report any injury or medical intervention at the time of contact with dexcom technical support.